Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose was high at 313 mg/dl on saturday night. Customer was vomiting and taken to the hospital in the morning. Customer was there all day until she was discharged in the evening. Customer's infusion set was changed at the hospital and she was feeling better. Customer's blood glucose also went down. Customer stated that her cannula was bent at the hospital. Customer started to feel bad again on tuesday. Customer was vomiting and her parents changed the infusion set at home. Customer was taken to the hospital again. Customer was still using the pump while she was in the hospital. Customer was given a saline solution. Customer's blood glucose was 69 mg/dl and later it was 30 mg/dl. Customer was discharged on the same date. Customer changed the infusion set on thursday and saturday. Customer's blood glucose was 269 mg/dl yesterday and it did not go down until she treated with an insulin pen. Customer will be sent tubing clamps.